Event description:
It was reported through that when an asymptomatic patient presented in-clinic for a routine follow-up, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made.